Event description:
The healthcare provider via a manufacturer representative reported that the patient was seen in office on (B)(6) 2015. The last of the patient¿s implantable neurostimulator (ins) incision site staples was removed on (B)(6) 2015. Reprogramming was performed on (B)(6) and the impedances were within normal limits. At the follow-up appointment on (B)(6) the patient¿s wound was gaping open and was wide enough to visually see the ins and the leads. The patient had been scratching and digging at the wound in their sleep and also fell out of bed. The entire system was removed and the patient was placed on bactrim for 14 days. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, explanted: (B)(6) 2015. Product type: lead. (B)(4).

Manufacturer narrative:
Supplemental to update codes, conclusion code no longer applies.

Event description:
Additional information received from the manufacturer representative reported that the patient had developed a pocket infection and open surgical wound. The implant and leads were explanted.